Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 patient in (B)(6) underwent percutaneous endoscopic gastrostomy (peg) tube placement. On (B)(6) 2016 report received indicating the patient experienced redness, pain, swelling at stoma site that resolved in 20 minutes and patient had similar episodes last month also. Physician visited patient at home on (B)(6) 2016 and stated the swelling was a hernia as when pressed back the pain subsided. There was no report of preexisting hernia. The physician prescribed antibiotic of augmentin 625mg tds and advised to take antibiotic only if stoma site became infected. The site was cleaned three times a day and as needed. On (B)(6) 2016, patient was started on augmentin 625mg twice a day for stoma site infection and it was completed on (B)(6) 2016. There was no improvement with antibiotic treatment. On (B)(6) 2016, patient was seen by the nurse and noticed abscess at the stoma site with oozing of yellow liquid and pain. Duodopa therapy was continued. Patient was admitted to hospital with cellulitis to stoma site, and wound swab was taken. C- reactive protein (crp) was 2.5, and wbc was 4.91. The patient was started on tazocin (IV) 4.5gm three times a day (tds). Patient remained afebrile. Duodopa education and contact information for weekend provided to nursing staff. Surgical team feel bumper from tube is very close to skin surface on patient's abdomen and unsure if bumper will break through patient's skin. Site remains red. A CT scan of abdomen done on (B)(6) 2016 showed no leakage from tubing to surrounding tissue and duodopa continues to infuse as per regime. Mepore dressing was done to stoma site. Patient denies pain. A surgical review confirmed cellulitic swelling around peg site and bumper eroding through the skin. No intervention done for bumper issue. Patient continues on IV tazocin 4.5g tds. Patient is apyrexic. Other vital signs are stable.